Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shutting down in the middle of the night. The customer¿s blood glucose level was unknown. Customer stated that the transmitter battery was not lasting than full 7 days and sensor was updating. The insulin pump will not be returned for analysis.